Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during the implant procedure, the right ventricular lead exhibited high impedance when connected to the device. The lead was disconnected and reconnected to the psa; high impedance was again observed. A fluoroscopic image revealed that the helix had retracted into the lead. After re-positioning, high lead impedance, loss of capture and high threshold were noted. The lead was not used. Another lead was implanted successfully. There were no patient consequences and the patient¿s condition was stable post procedure.

Manufacturer narrative:
A complete lead was returned in one piece measuring 64.5 cm. Analysis was normal no anomalies were found.